Manufacturer narrative:
(B)(4): the device was not returned for evaluation, however films were supplied for review which found: single lateral view showing paramesh cage, pushed and dislodged anterior to upper vertebral body. Rods and screws span corpectomy level in lumbar spine. Broken rod cannot be verified. Bandage scissors are being held over construct to determine alignment.

Event description:
It was reported that the patient underwent a posterior surgical procedure. It was reported that the patient underwent a revision surgery due to a broken screw and the cage becoming dislodged. The construct was extended and the screw heads were removed. The cage was removed and replaced with a different type of cage.